Manufacturer narrative:
The reported event occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection with a one-link non-dehp y-type standard bore catheter extension set. It was not specified as to when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.